Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the lad. Angiographic complications of dissection and lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
Results, conclusions: dissection, occlusion. (B)(4).